Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 42224. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing. The device also had a damaged lens . The pump was tested via the power up process and function testing. The reported issue of "error 42224" was not duplicated. According to history unit's batteries died while running, which caused the error code.